Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 428 mg/dl, 169 mg/dl, 181 mg/dl, 207 mg/dl, 215 mg/dl and 205 mg/dl on the customer when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.